Event description:
It was reported, while utilizing a nerve monitoring system (patient interface) "does not provide stimulus current." There is no allegation of patient injury or medical intervention.

Manufacturer narrative:
Analysis conclusion: the fuse in the patient interface cable was blown. The device stimulated normally when the fuse was replaced. The most common cause of a blown fuse is when the stimulating probe comes into contact with a cautery or other high current emitting device during use. A blown fuse will result in no measured current visible on the nim monitor and no current delivered tone from the monitor. A spare fuse is supplied in the housing of the patient interface.

Manufacturer narrative:
Evaluation - the device was returned to the manufacturer and analysis is being performed. No medwatch 3500a form was received from the reporter. Any missing or incomplete data on this form 3500a is the result of information not being provided or released by the reporter. Attempts to obtain the required information were made, and the records of these attempts are documented in the complaint file. This product was being used for treatment, not diagnosis. Neither the device in question, applicable imaging films, or medical records was returned to the manufacturer for evaluation. The report is inconclusive as to the cause of the reported product problem. If the device is returned in the future, product analysis may be performed. Device description: this nerve monitoring system records electromyographic (emg) activity from muscles innervated by the affected nerve. The monitor will assist early nerve identification by providing the surgeon with a tool to help locate and identify the particular nerve at risk within the surgical field. It will continuously monitor emg activity from the muscles innervated by the nerve at risk to minimize trauma by alerting the surgeon when a particular nerve has been activated. The patient interface and cable provide the means for carrying electromyographic activity from the patient's innervated muscles to the console, an interface for carrying stimulation signals from the console to the stimulating probes/electrodes, and an interface to the console from the incrementing probe. The patient interface has four or eight color coded pairs of patient electrode jacks, a patient electrode ground jack, one stimulus return jack, two stimulus output jacks (configured to accept monopolar or bipolar stimulating probes), and one incrementing probe jack. The patient simulator is used for troubleshooting and demonstrating the system without the need for patient interaction. The muting detector probe is designed to detect the presence of electronic noise from external devices (such as electrocautery / electrosurgical unit) that may cause interference on the emg monitor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.